Event description:
It was reported to medtronic neurosurgery that the device was found to be leaking when it was implanted. It was removed and replaced with a competitor's product. The patient was reported to be fine.

Manufacturer narrative:
The product was not returned. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All 3-way catheter connectors are 100% tested for leakage at the time of manufacture.

Manufacturer narrative:
The returned 3-way catheter connector was patent. Proteinaceous debris was observed on the outside of the device. The device did not meet requirements for the leak test due to a small tear in the silicone tubing. It is unknown how or when the damage occurred. A review of the manufacturing records showed no anomalies. All 3-way catheter connectors are 100% tested for leakage at the time of manufacture. (B)(4)